Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please review attached for investigation results. (B)(4).

Event description:
Patient presented with right knee genicular neuralgia and right knee pain. The surgeon performed procedures: fluoroscopic guidance for needle replacement, right superomedial genicular branch of the saphenous nerve block, right superolateral genicular branch of the femoral nerve block, right inferomedial genicular branch of the saphenous nerve block, right medial genicular branch from the vastus intermedius nerve block.